Event description:
The pt who presented with unstable angina. The pt had not received plavix. The lad was a very large vessel. Intravascular ultrasound was performed of the lad as well as the left main. This revealed that the lad had a very tight lesion in the proximal, hugging the catheter, and it was at least a 3.25 mm vessel. One endeavor sprint rx drug-eluting stent was implanted at the proximal lad, as treatment of a target lesion. This was deployed at 12 atmospheres for 8 seconds, post stent, the results looked better. An attempt was made to put in 2.5 x 12 mm long sprinter balloon, but it would not cross the proximal portion. In the meantime, it was noticed that there was some stenosis in the lad beyond the stented area, so it was dilated with a stent balloon or a choice pt wire at 8 atmospheres for 15 seconds or so. Post dilatation, result was a little better; however, there was a little dissection noted. One endeavor sprint rx drug-eluting stent was implanted at the proximal lad, overlapping, as treatment of a complication/dissection/bailout. Post stent deployment the results were excellent.

Manufacturer narrative:
Secondary intervention, additional stent implanted.